Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. It was later communicated the device would not be provided. This report has been updated with the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the devices conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the ous affiliate, during pre testing, a microsensor failed to calibrate. After trying for half an hour, they used another to complete the procedure. No adverse consequences were reported.

Manufacturer narrative:
It was previously reported that the device would not be returned. The device was subsequently provided. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records for the component found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. A review of finished goods manufacturing records found that the devices conformed to specification when released to stock. Evaluation of the returned product found no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.